Event description:
It was reported that multiple cartridges were leaking from the septum. Customer loaded new cartridges to address the issues. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.